Manufacturer narrative:
Correction data: the assignable root cause was reported as undetermined in the initial medwatch, after further evaluation it was concluded that the assignable root cause was normal wear from use and servicing over time. After further evaluation, it was observed that the trigger was also blocked, jammed and moved heavy. It was reported in the initial medwatch that the trigger was only jammed and moved heavy. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device trigger was jammed and cannulation was not possible, the operating mode selector switch was smooth-running. It was further determined that the device failed the following pre-test: check cannulation and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.